Event description:
Adverse event: hip discomfort, light lymphadenopathy, preexisting nickel allergy. Adverse event: after vessel closure. Time of device issue: none. It was reported that a physician using the starclose se device achieved arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, after the procedure, symptoms of hip discomfort and light lymphadenopathy developed. The pt believes she is having an allergic reaction after having arteriotomy closure with the starclose se clip. The pt has a preexisting nickel allergy. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.